Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon evaluation, there was an open white pulse wire inside the trunk cable. The cause of the incoming test failure is the open pulse wire. The root cause of the open pulse wire cannot be positively identified but is likely excessive force placed on the cable. No adverse event resulted from the damaged cable and wires. The pt received a replacement electrode belt.

Event description:
During servicing of a (B)(6) female pt's electrode belt, which was returned for an unrelated issue, a reportable problem was discovered. The electrode belt failed incoming testing. The pt was issued a replacement electrode belt.